Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and a force issue occurred. During the afib procedure, the catheter could not apperceive the pressure. The catheter was changed to another one to complete the procedure. There was no patient consequence. Upon request additional information was received on the event. The issue occurred during ablation. The smarttouch catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). This event was originally assessed as not reportable as this issue is highly detectable. On (B)(4) 2015 the biosense webster failure analysis lab discovered the shaft was damaged with a flap and broken exposed braid wire about 8.8 cm from the orange sleeve. This is indicative of a reportable event because the catheter integrity is not maintained and internal components are exposed to patient. Multiple attempts have been made to obtain clarification to this returned catheter condition. However, no further information has been made available. This event was originally considered non-reportable; however, bwi became aware of the returned catheter condition on march 18, 2015 and have reassessed the event as reportable. The awareness date for this record is march 18, 2015 because that is the day the damage was discovered.

Manufacturer narrative:
Evaluation summary. (B)(4). Upon receipt, the catheter was visually inspected and it was found that shaft damaged with flap and broken exposed braid wire about 8.8 cm from the orange sleeve. This condition was not originally reported by the customer. It appears that shaft lift damage was due to an external force applied to that catheter section. Further information was requested regarding the condition of the catheter, however at this moment it has not been available for bwi. Pert the event reported the functionality of the sensor catheter was tested on carto system. The catheter failed during carto test, error 106 was displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the force sensor. The device history record was reviewed and no anomalies were found related to this complaint. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint has been verified.